Event description:
Below is the event description from the hospital representative. "This was a very sick pt with severe pvd. He was not a surgical candidate. This patient had a cto of the r sfa with no or little flow to his foot. He had no pulse in that foot and needed treatment to open the sfa and restore blood flow. He had bad sores and blue toes. We used a 2.3 in the sfa and opened it nicely. While getting access to the sfa and wire traveled and went into the perineal artery. When dr. Noticed he pulled it back and wired the at". "We then used a 1.4 te in the at. It had a small dissection and then he put a small stent in to make sure it would stay open. We only lased in the sfa and in the at we never went into the posterior compartment with the laser. When dr. Was trying to get access he did go into the pt with a mailman wire. At this time he could have perforated the pt but it did not show and the patient had a good pulse. The next day the patient had a hematoma in the calf area and no pulse. Dr. Asked the surgeons to see him. They did a fasciotomy in the posterior compartment. A few weeks later the patient got septic and then died in 2008".

Manufacturer narrative:
The catheter was not returned to spectranetics for evaluation, however, it was confirmed by dr. And the other doctors involved in the case that this event was not related to the use of the spectranetics devices.